Manufacturer narrative:
Investigation: 100 samples were received for evaluation. Visual inspection was performed. They were inspected under the microscope- 30x- there was no damage noted. The bevels and etch were good. No defective grind or hooks were noted. Failure mode could not be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter and was blocked. This occurred on 30 occasions during use. The following information was provided by the initial reporter: material no. 305106 batch no. 9093838. It was reported that needles after 2-3 injections because the tips become foamy. Per email: lately nurses and doctors have been using 305106 needles and are forced to change them after 2-3 injections because the tips become foamy. Use: injection in the legs normally can be 40-50 injections and change the needle maximum once. Varicose vein treatment clinic has tried another lot and it is fine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter and was blocked. This occurred on 30 occasions during use. The following information was provided by the initial reporter: material no. 305106, batch no. 9093838. It was reported that needles after 2-3 injections because the tips become foamy. Per email: lately nurses and doctors have been using 305106 needles and are forced to change them after 2-3 injections because the tips become foamy. Use: injection in the legs normally can be 40-50 injections and change the needle maximum once. Varicose vein treatment clinic has tried another lot and it is fine.